Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had button stuck occasionally and mark on plastic casing and received unexplained no delivery alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly and passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. No damage or moisture damage on keypad assembly noted during visual inspection. Device was received with scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, and case cracked behind the device near the battery compartment. (B)(4).